Event description:
It was reported to vyaire medical that during use on patient, leak occurred on from anes circuit, adult, 72 in limbo, 3l bag.at this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.the issue occurred on 5 patients. Please see (B)(4) for the other 4 patients. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.